Manufacturer narrative:
Additional information was received that the patient's neurosurgeon did not have any information about the patient's cause of death. The patient's family physician was unaware that the patient was deceased. It was a funeral home that informed bsn of the patient's death. No further information is available. The devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient passed away. No further information was provided. It is unknown whether the patient's death was device or procedure related.

Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model: sc-2316-70 serial/lot: (B)(4) description: infinion 70 cm lead kit model: sc-3400-30 serial/lot: (B)(4) description: infinion splitter 2x8 kit (30 cm) model: sc-4316 serial/lot: (B)(4) description: next generation anchor kit-sterile.

Event description:
A report was received that the patient passed away. No further information was provided. It is unknown whether the patient's death was device or procedure related.